Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, upon inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.